Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) was unable to implant after 4 locations were attempted. The lp was repositioned the first time due to sensing issues and high capture thresholds. The other 3 fixations were attempted to reposition the lp due to the lp dislodging. The device dislodged after the tug test was performed. The physician decided to abort the procedure and to bring the patient back for a transvenous implant. The patient remained stable throughout the procedure.

Manufacturer narrative:
Reported events of failure to capture and sensing issues were not confirmed. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis performed, including output verification and sensitivity test, which showed normal device characteristics without any anomalies contributing to reported event of capture problem or sensing issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.